Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high-risk biobental hemiarch procedure was implanted with an impella 5.5 device for mechanical circulatory support. On support day 13, the purge flow alarmed for purge pressure high and purge system blocked. It was noted that the purge flow had decreased over the last two days and was now <2 milliliters per hour. Tissue plasminogen activator was added to the purge solution to resolve the issue. On support day 16, the patient experienced an episode of atrial fibrillation with rapid ventricular response. No intervention for the arrhythmia was documented or reported. On support day 20, the patient had noted pericardial effusion, and the pericardial chest tube which was placed previously was pulled slightly back to address the effusion. Additionally, the patient was transfused with one unit of packed red blood cells for a low hemoglobin of 7.6 grams per deciliter. The following day it was noted that the patient¿s pain had improved and the patient no longer required oxycodone. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complications. The patient's outcome at the time of explant was survived.